Event description:
Pt had angioplasty and four cypher stents made by cordis corp were used. Since they were put in, pt has had chest pain and respiratory problems. "Three -3- were put in a graft vein from a previous by-pass and one -1- other."